Event description:
On (B)(6) 2012, during review of the vns patient's programming history, it was discovered that a computer software event appears to have occurred sometime between (B)(6) 2007 and (B)(6) 2009. The final interrogation on (B)(6) 2007, showed the patient to be at settings of output=1.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=1.75ma/magnet pulse width=250usec/magnet on time=60sec. The next entry in the programming history is not until (B)(6) 2009 and the patient was interrogated and found at settings of output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=250usec/magnet on time=30sec. It is unknown if the patient was programmed to these settings or if a computer software error event occurred changing the patient to these settings unintentionally. The patient was left at these settings that day. Additional information has been requested from the neurologist but no further information has been received to date.

Manufacturer narrative:
Analysis of programming history.